Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, and magnet application would not elicit beeping tones. A boston scientific crm technical services (ts) consultant discussed that this device may be latched, as it is included in a population of devices susceptible to functional latching. Ts recommended explanting and replacing the device.